Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. Three days after the sensor was inserted, the patient developed irritation, redness, broken skin, inflammation, fluid at the wound, and an infection. She was treated with flucloxacillin, two 500 mg tablets, four times daily (antibiotic). At the time of the report the area was clear and healed but still itchy. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.